Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s3 console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s3 console alarmed and displayed an error message, causing the pump to stop during a procedure. The pump was reset to resolve the fault. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative visually inspected and functionally tested the sorin s3 console without any errors or faults. The displays, e/p-pack modules and connectors were all removed and cleaned. A system reset was performed and all user settings and stop links were reinstalled. The unit was functionally tested for 1.5 hours without any faults and was returned to service. The user was informed to review all settings and stop links prior to use. As the issue could not be reproduced, a root cause could not be determined and no corrective actions were identified. A review of the DHR was unable to identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the sorin s3 console alarmed and displayed an error message, causing the pump to stop during a procedure. The pump was reset to resolve the fault. There was no report of patient injury.